Manufacturer narrative:
Device evaluation by MFR: mustang 12.0 x 40, 135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximally of the distal marker band. An examination of the balloon material and distal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30sep2020. It was reported that balloon leak and inflation failure were encountered. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation in a peripheral angioplasty. However, during inflation, it was noted that the balloon did not reach the nominal pressure of 10 atmospheres. After checking the device outside the patient, a balloon leak was noted. No known patient complications were reported. However, device analysis revealed a balloon pinhole.